Manufacturer narrative:
(B)(4). This lot was manufactured from march 5, 2014 to march 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked during infusion. The reporter stated that solution leaked into the housing. The device was filled with unknown antibiotics. There was no patient injury or medical intervention. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.